Event description:
It was reported that the patient¿s ¿implantable neurostimulator (ins) stopped taking a charge in (B)(6).¿ it was reported that the patient wanted to have the device removed because the patient felt they didn¿t need it anymore. It was reported that the patient did not have the pain anymore. It was reported that the patient might not have the pain anymore because the patient ¿isn¿t on her working anymore.¿

Event description:
Additional information received reported, the neurostimulator was at normal eri, stopped working in (B)(6) 2013, and the patient did not want to get a replacement because she no longer had the pain she had when the system was placed. It was logged that the patient asked that the whole system be explanted because she no longer had pain.

Manufacturer narrative:
Final device analysis for the stimulator revealed no significant anomalies. The battery had reached normal end of life. Final device analysis for extension (B)(4) revealed no significant anomalies. Final device analysis for extension (B)(4) revealed no significant anomalies. Final device analysis for lead j0555082v revealed all 8 conductors were broken due to overstress/damage in the body of the lead. Final device analysis for the second lead j0555082v revealed distal end conductors were broken. Conductors 2, 5, and 6 were open/broken near the crimp sleeve.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377745, lot# j0555082v, implanted: (B)(6) 2005, product type: lead. (B)(4).